Event description:
It was reported that some time post port placement, the device allegedly leaked when a contrast medium was infused. Therefore, the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to powerport slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one titanium low profile powerport was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for the reported fluid leak, as the port body with attached catheter segment was patent to infusion and aspiration without issue. Hydrostatic pressure was applied by clamping the distal end of the catheter segment while infusing to observe for leaks and no leaks were noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to powerport slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that post port placement, the device allegedly leaked when a contrast medium was infused. Therefore, the port system was removed. There was no reported patient injury.